Manufacturer narrative:
Concomitant products: product ID 3708120, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 377860, lot # n0036705, implanted: (B)(6) 2005, product type lead; product ID 377860, lot # n0036705, implanted: (B)(6) 2005, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 37742, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. It was noted that the patient was in pain and his symptoms had returned on the day of the report. It was noted the patient had no stimulation sensation and the last time the patient felt stimulation was about an hour prior to the report. It was noted the patient had no falls or trauma. The reporter noted the patient had charged the implantable neurostimulator (ins) completely about an hour prior to the report. It was also reported that the patient was not able to adjust stimulation. It was noted that the upper limit was reached while trying to increase stimulation on both programs. It was noted that the patient only had 2 programs. It was confirmed via the patient programmer that stimulation was on. The reporter noted that there was no group letter indicated on the programmer. The patient had a scheduled appointment on (B)(6) 2013. It was further reported that the patient was getting a ¿low patient programmer battery¿ icon. Additional information was requested, but it was not available as of the date of this report.

Event description:
Additional information received reported that the manufacturer representative did ¿a little reprogramming¿ with the patient back in (B)(6).

Event description:
Follow up information reported that reprogramming of the patient's implantable neurostimulator (ins) in (B)(6) 2013 did not resolve the patient's pain symptoms or loss of therapeutic effect. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information found it was reported the battery had gone dead due to normal discharge, but then the patient recharged.